Event description:
It was reported that during an implant procedure, it was difficult to withdraw the guidewire from the right ventricle (rv) lead. Eventually, the guidewire was removed by force with a potential concern of damaging the rv lead. Hence, the physician elected to not use the rv lead and a new lead was implanted successfully. The patient was stable throughout the procedure.